Manufacturer narrative:
Review of the device history record and receiving inspection report identified no deviations or anomalies. Visual examination concludes that the returned device is fractured, where all the pieces are returned and has some type of cosmetic damage like nicks, gouges, dents, scratches. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 3 years 6 months before it fractured, which was manufactured in oct 2012 and has been used in an unknown number of surgeries. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasps in this complaint were manufactured before the design modification. Reported information states that the surgical technique was followed during use of this device.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received not yet evaluated.

Event description:
It is reported that the provisional broke when trying to remove it from the joint.